Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a mix of product types was in the bd microlance¿3 needles pack. The following information was provided by the initial reporter: "in production we noticed a mix-up - 1 (incorrect) blue needle and 2 (incorrect) blue loose caps that were in the same packaging with the orange needles. The blue needle and two blue caps are incorrectly placed in this batch."

Manufacturer narrative:
H6: investigation summary: a device history record review was completed for provided material number 306030 and lot number 2049554. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, two picture samples were returned for evaluation by our quality engineer team. Through examination of the pictures, microlance g25 needles were observed with three blue hubs: therefore, confirming the reported issue. Although no issues were detected during production, we can confirm that this incident resulted from a line clearance issue in the assembly machine. We have concluded that the line clearance issue was related to human error, in which the affected product went undetected by the machine operator. Based on the preventive measures in place, we believe this was an isolated incident with an unlikely chance of recurrence. We have not received any other reports for this type of issue for material number 306030 and lot number 2049554. Based on our efforts to improve operator quality knowledge, we are confident that this handling failure was an isolated occurrence.

Event description:
It was reported that a mix of product types was in the bd microlance¿3 needles pack. The following information was provided by the initial reporter: "in production we noticed a mix-up - 1 (incorrect) blue needle and 2 (incorrect) blue loose caps that were in the same packaging with the orange needles. The blue needle and two blue caps are incorrectly placed in this batch."